Manufacturer narrative:
Investigation into this complaint included a retain evaluation, a customer data review, quality data review, and a complaint history review for alinity m resp-4-plex amp kit (list 09n79-096) lot 386601. The results of the investigation are summarized as follows: retain evaluation. The retain file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 was performed. No error codes were presented during testing and all testing replicates were interpreted correctly by the assay software. The file sample evaluation for lot 386601 met the acceptance criteria and validity criteria that were established for the resp- 4-plex false positive testing protocol. As a result, the product file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 received a disposition of passed. Customer data review: review of the customer data was performed. The run which involved the discrepant result was valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result for both target and ic for the sars-cov-2 target; however, it did not generate a sigmoidal amplification curve for flu a, flu b, and rsv targets. The ic for flu a, flu b, and rsv targets presented a normal sigmoidal curve. Customer reran the sample with cepheid, only sars-cov-2 resulted positive with a sigmoidal amplification curve. All other targets were negative upon retest on the cepheid instrument. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4- plex amp kit (list 09n79-096) lot 386601 and its components. This CAPA review did not identify any existing internal issues or non-conformances related to the reported complaint. Complaint history review: a complaint history review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 and its components. A product deficiency was not determined by this evaluation for the reported complaint. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 was not confirmed.

Event description:
The customer reported a false detected result on the alinity m resp-4-plex assay. Sid (B)(6) was run on (B)(6) 2023 and gave a positive result for flu a, rsv, and sars-cov-2. The sample was run on the cepheid platform later that day and only sars-cov-2 was detected. Replicate ID (analyte) CT (B)(6) (flu a) 35.77 (B)(6) (rsv) 36.23 (B)(6) (sars-cov-2) 21.54 there was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.